Event description:
It was reported that the device misdiagnosed an svt as vt and delivered inappropriate high voltage therapy. The device was reprogrammed and remains implanted. The patient was in stable condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.